Event description:
The customer alleged a manufacturer baxter stretcher, serial number (B)(6) that the steer mechanism was difficult to engage/disengage. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."